Event description:
A report was received that a patient was experiencing difficulty charging the ipg. The patient was recently implanted and had inflammation and fluid build up at the pocket site. The physician drained 5cc's of fluid from the pocket site. Even after the fluid was drained, the patient's ipg could not be charged nor could the charger couple with the ipg. An x ray showed that the ipg migrated in the pocket site. The patient underwent a pocket revision procedure.